Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the reported information indicates the device was inflated to over 24 atmospheres; therefore, there is indication that the device was inflated over rated burst pressure. (B)(4).

Event description:
It was reported via user medwatch# mw5056365 that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm maverick² balloon catheter was advanced for dilatation. The balloon was inflated to over 24 atmospheres; however, the balloon did not expand in the middle portion of the lesion and subsequently ruptured. Further medical intervention was required.